Manufacturer narrative:
The reported event, for device malfunction relating to unintended activation, was not confirmed as the neptune e-sep product involved with this event was not returned for evaluation. Without the product involved, the root cause cannot be determined. A device history review(DHR) review was not possible in this event as the lot number was reported as unknown. Instruction for use #0703-046-700 rev.b was reviewed and contain the following cautions and warnings; "do not activate the electrode until the electrode has made contact with the patient." "The electrode tip may remain hot enough to cause burns after the current has been deactivated." "Do not allow the pencil cable to be in contact with the skin of the patient or the operator during electrosurgical activation." "Do not touch the electrode when adjusting the position of the suction sleeve while the pencil is in use." The event did not involve a product problem indicating a non-conformity or unanticipated hazard. No further action is required at this time.

Event description:
It was reported that prior to a surgical procedure, while moving the smoke evacuation pencil, the tip of the smoke evacuation pencil burned the patients right arm. It was further reported that the patient required stitches as a result of this event. No further information was available in relation to the type of burn. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device retained by customer, will not be returned to stryker.

Event description:
It was reported that prior to a surgical procedure, while moving the smoke evacuation pencil, the tip of the smoke evacuation pencil burned the patients right arm. It was further reported that the patient required stitches as a result of this event. No further information was available in relation to the type of burn. It was further reported that the procedure was completed successfully.